Manufacturer narrative:
Corrected data: h 1 updated to malfunction reportable and not serious injury.

Event description:
Folllow up redaction required and correction.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes malfunctioned. The pilot balloon was inflated prior to surgery with no issues. Their surgery was completed with no airway. Concerns however the pilot balloon became completely detached from the ett while still in situ at the end of procedure. This was noticed as the anesthetic practitioner attempted to deflate the cuff and it came away in he hand. There was reported to have been no injuries to the patient and the anaesthetist had no concerns throughout the procedure.